Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported rupture against right device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, a broken smooth assessed as a smooth opening. Additional observations: ¿ crease flat observed in the device. ¿ observed 40 mm dark patch edge material inside gel device.

Event description:
Healthcare professional reported rupture against right device. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.